Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the long bipolar grasper instrument tip broke off. The fragment was found and retrieved with no adverse outcome reported. The procedure was completed robotically. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
The long bipolar grasper instrument has been returned and evaluated by the failure analysis (fa) team. Failure analysis investigations was able to replicate/confirm the reported issue. Failure analysis found the primary failure of broken grip to be related to the customer reported complaint. The instrument was found to have a broken grip at the midpoint of grip. A piece approximately .272" x .118" was found to be broken off. The broken piece was not returned. Common causes of the failure mode broken instrument grips -tips are typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. This damage during use may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being reported based on the following conclusion: it was alleged that the long bipolar grasper instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure .